Manufacturer narrative:
Updated fields - b4, d1, d4 (version/model #, catalog #), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: e1 (event site telephone: +(B)(6)), e2 and e3 (initaially it was wrongly mentioned as yes and other healthcare professional respectively which is actually non healthcare professional) , ( h6 (health effect ¿ clinical code, health effect ¿ impact codes), g2 additional field: e1 (event site postal code: (B)(6)) getinge field service engineer (fse) reported "fail in touch screen calibration during inspection after fca d00 update". Fse reproduced the issue when re-inspected in-house. When pressed the 5th symbol during calibration always fail. To fix this issue fse replaced touch screen. After replacing the touch screen. Fse completed full calibration, functional testing and safety check to factory specifications. Unit returned to the customer and cleared for customer use.

Event description:
N/a.

Event description:
It was reported that after completing the update to fca d00, the cardiosave intra-aortic balloon pump (iabp) unit's touch screen calibration for inspection items, fail occurs when pressing the 5th symbol. The same thing happened when ran for the second time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that after completing the update to fca d00, at the time of an inspection request, the cardiosave intra-aortic balloon pump (iabp) unit's touch screen calibration for inspection items, fail occurs when pressing the 5th symbol. The same thing happened when ran for the second time. Unit was not in clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.